Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 medical device problem code a160105 was removed and replaced with a0709.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), b2 (is required intervention), d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
B5: additional event description added.

Event description:
Additional information was received that reports "sorry this patient transferred to (B)(6) and the pump is not available to be returned."

Event description:
An impella 5.5 was inserted via the surgical access to the axillary artery graft site to support the 69 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The 5.5 was placed as vent to the primary extra corporeal membrane oxygenation (ECMO). The patient has known coronary artery disease, but other medical history was not shared. The 5.5 was supporting when on day 4 there were concerns of placement signal not being reliable. The pump was noted to be in appropriate position via echo imaging. The patient remained hemodynamically stable and the device functioned as expected, p-4 with 2.3l/min flow with d5w with bicarb in the purge solution. After 6 days of support the decision was made to withdraw care. The patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is not related to the placement signal event since hemodynamic support was not interrupted and is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, and the need for multiple mechanical circulatory support devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.